Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she fell down the stairs the night prior to date of the report and now she was feeling stimulation on the left side but was not able to feel stimulation on the right side. The patient could feel stimulation on the right side if she tips her head back. The patient reported she was very sore and it was hard to walk. It was suggested that the patient check her settings with the patient programmer but the patient was unable to locate the patient programmer at the time of the call. The patient was redirected to their healthcare provider (hcp). Additional information was received from the hcp and the patient was to be seen in the clinic on (B)(6) by the manufacturer representative. The indication for implant was non-malignant pain, other chronic/intact pain (trunk/limbs), chronic low back pain, and spinal pain.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.